Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump replace battery now alert. Customer's blood glucose value was 94 mg/dl at the time of the incident. Customer stated that the replace battery now alert was not resolved by the replacement battery cap. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss alarm noted during testing or in the pump trace download. (B)(4).